Event description:
It was reported that patient underwent a replacement procedure of his artificial urinary sphincter (aus) device. After test upon explant, a leak in the 3.5 cuff was found. All components were explanted and replaced.